Event description:
Patient underwent aaa repair in 2005. One renu converter, one iliac leg graft, and two occluders were placed. The completion angio noted the renu device to be patent and without kink. However, a procedural angiogram report in 2007, from core lab indicated a proximal type I endoleak.

Manufacturer narrative:
Evaluation: this event is still under investigation.